Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite troubleshooting steps provided. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternative method of insulin therapy.